Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon intraoperatively implanted and removed a 13.2mm vticm5_13.2 -4.50/2.0/083 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Lens tear/break during injection/delivery into eye. There was patient contact but no patient injury. Reportedly, lens is ordered, more information when implanted. Cause of event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).